Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy in response to an atrial-driven arrhythmia. The health care professional (hcp) consulted with technical services (ts) to review the stored reports. Ts reviewed the device data and noted two stored ventricular events that were determined to be atrial tachycardia with rapid ventricular response (rvr). This crt-d delivered five atp bursts and two 41-joule shocks. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy in response to an atrial-driven arrhythmia. The health care professional (hcp) consulted with technical services (ts) to review the stored reports. Ts reviewed the device data and noted two stored ventricular events that were determined to be atrial tachycardia with rapid ventricular response (rvr). This crt-d delivered five atp bursts and two 41-joule shocks. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was successfully explanted and another crt-d was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy in response to an atrial-driven arrhythmia. The health care professional (hcp) consulted with technical services (ts) to review the stored reports. Ts reviewed the device data and noted two stored ventricular events that were determined to be atrial tachycardia with rapid ventricular response (rvr). This crt-d delivered five atp bursts and two 41-joule shocks. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Subsequently, this device was successfully explanted and another crt-d was implanted instead. No additional adverse patient effects were reported outside the revision procedure.